Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated they were having several issues. Pt stated the device keeps shutting off and when it shuts off they could not get back into the remote to turn it back on again. Pt states will work when plugged in the recharger telemetry module (rtm) and always thinks its charging. Pt mentioned having two groups and b was working better now. Pt said they sent a picture to manufacturer representative (rep) this morning because there was nothing plugged into the controller and it comes up with no device found. Pt mentioned having pain as it keeps shutting off and knows when working or not because they would wake up in pain. Pt also said when they go to position, the recharger on her back it keeps telling her it could not be found or it randomly kicks her off. Agent asked if adaptive stim was on and patient said they know. Pt mentioned they had a follow up with healthcare provider (hcp) last week and when they went to plug it in it would not even connect and that was the first time they had that issue at all. Pt spoke to rep on the phone at that time it worked perfectly fine and they were able to charge the device and do everything that they needed to do. Pt then said 2 minutes after they got a beeping again telling her that they could not find the device. Pt tried to charge her back and had it on there for an hour and it did not even charge to 30% and it took 50% of her battery to do that. Pt confirmed no damage to the controller pins. The issue was not resolved through troubleshooting. A replacement controller was sent out.

Manufacturer narrative:
"H3: 97745nt, sn (B)(6) was returned for product analysis. Analysis found there was no problem found message was seen and unit pairs and charges ins and internal battery pack normally, and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.